Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that tcc23002 tcc-ez casting system 3" single application was buckled creating pressure injury to patient's dorsum foot. Treatment and current status of the patient was unknown.

Event description:
N/a.

Manufacturer narrative:
Tcc-ez was not returned for evaluation; however a retain sample was evaluated. Device history records were reviewed for tcc23002 lot# 1020021 with no abnormalities related to the reported failure. Failure analysis - no sample was returned for evaluation. Retained sample was pulled out for analysis. Full specification testing was done, and all parameters were found to be acceptable. Appearance is good. Casting was also good. Product complaint was not confirmed. Root cause - most probable root cause is the way of preparation and application of the cast which affect the performance of the product.